Manufacturer narrative:
A1: patient identifier: requested, not provided. A4: weight: requested, not provided. D4: lot number: 250523c, 250530d (potential lots). D4: expiration date: 30-apr-2030, 30-apr-2030. UDI: (B)(4). D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rn nursing team lead. G4: PMA/510(k): not available. H4: device manufacture date: 23-may-2025, 30-may-2025. We were unable to determine the details of the actual condition of the sample as it was not available for evaluation. Retention samples were visually inspected and found to be free of any damage or irregularities on the sheath and collar. There was no issued nonconformity report related to human error during the production of the lots. There are no related nonconformities in the assembled needle lots supplied during production. The needles were manufactured at needle assembly machine 8, which has an inspection system that detects tilted and bent cannulas. Dummy checking is conducted for every type of change, end of the lot, and machine adjustment/troubleshooting/replacement of parts to ensure the accuracy of the inspection system. During the collar assembly process, the hub fit is loosened from the protector before placing the needle into the collar. Before proceeding to the next process, the hub, cannula, and collar are pressed into the protector, wherein a photoelectric sensor detects if the height of the protector is correct. Our safety needle features a hinged safety sheath attached to the needle hub. The safety sheath contains two locking mechanisms, the sheath tooth-cannula and sheath wings-collar, which are simultaneously activated when manually pressed over the needle immediately after use and just before disposal to minimize the possibility of sharps injury. Our product has an allowable tilting of the needle of not more than 2°. Tilted cannulas are one of the check items in the hourly in-process inspection during needle assembly. The collar and sheath undergo an initial product inspection check (ipic) before mass production, during raw material change, mold maintenance, plant shutdown, cavity closure, and mold/product type change. Any molding defects that may affect product function are part of the inspection item. We also have a visual in-process and product confirmation inspection to ensure that the collar and sheath are in good condition. Visual in-process inspections are conducted during the manufacturing process to detect abnormalities on the product that may cause issues during sheath activation. The critical locking part of the sg3 product is checked for defects such as sheath collar fitting, and over- or under-insertion of the collar into the hub. We have functional tests conducted to confirm that our products are free of defects that would lead to difficulty or failure of device activation. We perform safety sheath activation during sg assembly inspection and outgoing inspection of finished products, where the cannula should be captured under the sheath's tooth. During the component fit test, we also check that the sheath lugs are securely attached to the collar ear. Before shipment, qc conducts outgoing inspections to check the overall condition of the products. The product's instructions for use (IFU) provide detailed instructions for using the sg3 safety needle device, including warnings to prevent needle sticks. Our cannula is a supplied raw material that complies with iso 9626, particularly on stiffness and breakage. It undergoes incoming inspection, which includes visual inspection, dimensional inspection, and verification of the supplier's certificate. From the previous two fiscal years to the present, we received a total of 120 complaints for the same issue affecting 25g needles. The cause of these complaints was not identified as being related to our product or the manufacturing process. The retention samples were injected into the dummy arm's veins and a rubber cork to simulate intravenous and intramuscular injections prior to safety activation. The safety sheath was successfully activated on the samples; the needle did not bend out of the sheath, and no difficulties were encountered. In the next simulation, the needle was forcefully injected into the cork, causing it to slightly bend. Despite being bent, the sheath-tooth was able to completely capture the cannula, and the collar wing was fully locked on the sheath, indicating that the activation was successful. Based on the results of our investigation, the root cause of the complaint could not be identified as related to our product or manufacturing process. The lot history file for the involved lots showed norelated non-conformities or any troubles that could have led to the complaint. The retention samples were inspected and confirmed to be free from defects that would affect the activation of the safety sheath. We were unable to recreate the device failure when we performed the simulation. Although the needle was forcefully injected and was slightly bent, there was still successful activation. The cannula did not bend out of the sheath. We have routine inspections to check the condition of the products. The components that are critical to the product's safety activation are checked to ensure that no defects occur that could result in sheath activation issues. We recommend following the instructions for use (IFU) for proper use of the sg3 needle, which includes caution, precautions, and warnings to avoid problems during sheath activation. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
Terumo medical corporation received the following information: it was reported that the safety mechanism is not fully engaging when activated. The employee experienced a needle scratch due to the safety feature failing. Additional information was received on 03-mar-2026: safety was activated by pushing shield forward against the firm exam mat, done away from body, did not use hands to activate at all. The safety shield closed however, the needle was sticking up out of the shield. The scratch occurred on the right hand and palm side when the healthcare professional was discarding the used needle and syringe into the sharps. The needle was sticking outside of the safety. Testing was performed after the needle stick to determine bloodborne pathogen (bbp) exposure risk. The needle scratch did not cause blood loss or require any additional treatment aside from simple first aid. The staff member was stable and was able to return to normal duties. Impact on pediatric patient was multiple blood draws due to staff needle stick after vaccines were administered and following post exposure protocols by ohsa.